Event description:
During closure of back incision, the dr informed surgical techs and rn that needle seemed to be blunt. The surgical tech asked the dr if he wanted another needle, and he stated he did not. Once the pt was extubated and on the way to pacu, the surgical tech inspected the needle and found that it was missing the tip. The package the needle came from was also inspected by the surgical tech and the rn. Rn stated, the needle was from an ethicon suture needle from (B)(4). It was a 4/0 monocryl cutting needle and a very tiny piece of the tip of the needle broke off.